Event description:
We were informed on april 12, 2023 about an event regarding a patient with medtronic spinal cord stimulation system. The patient scheduled to undergo a revision procedure in which the medtronic system was to be replaced with a (B)(6) system. During the procedure, high impedances were noted on the leads, and lead fracture was noted. The physician chose to explant the entire system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).